Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 g for fourteen days; route and frequency not reported) and fortum (1 g for fourteen days; route and frequency not reported) for peritonitis. The cause of the event was not reported. Action taken with therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced cloudy effluent and was treated with antibiotics. Two days after the date of this report, peritonitis was verified. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).